Event description:
It was reported that during a supply change, the ilet user inadvertently applied upward force while removing adhesive backing, which pulled on the tubing and caused the infusion site to detach from the applicator. The agent provided education to limit upward pressure and guided the user to replace only the site while retaining the existing cartridge and upstream components, after which use proceeded without issue and blood glucose was not affected. No reported symptoms. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed an infusion set deployment error, with the infusion set and connector implicated. It was concluded, based on previously established findings for similar reports, that user technique during set insertion was the most probable cause.